Event description:
Blister on left thigh from use of a warming pack. This (B)(6) year old male patient with significant past medical history of prostate cancer and retroperitoneal myxoid liposarcoma was admitted on (B)(6) 2014, for nausea and vomiting, secondary to a malignant small bowel obstruction. On (B)(6) 2014, nurse applied a medichoice warm pack instant warm compress at 1358 after the patient complained of left thigh pain. On (B)(6) 2014, nurse discovered a 3.9 cm water filled blister on the patient's left thigh where the warm pack had been applied. Reason for use: thigh pain.